Event description:
Insertion difficulty. (B)(4).

Manufacturer narrative:
The user attempted to insert the infusion tube, but got infiltration immediately. The user switched to using IV. The pt was an adult female, of approximately (B)(6), suffering from hepatic encephalopathy with a gcs of 3 when the medics arrived. The pt survived to return home. No eval of the device is possible, as it was discarded as sharps waste. Pyng medical is filing this report as a conservative interpretation of the FDA regulations. In the abundance of caution pyng medical is filing this as an MDR.